Manufacturer narrative:
(B)(4). This is a report of use error, where the customer touched the tip of the drain line with a toilet brush. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a breach in aseptic technique with the drain line of a cassette during peritoneal dialysis on a homechoice device. The patient stated that the toilet that the drain line was draining into was being cleaned and the toilet brush touched the tip of the drain line. The technical services representative assisted the patient with ending therapy and reviewed proper procedures with them. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.